Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device is unknown.

Event description:
It was reported that there was a broken air detector sensor during testing. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. Root cause of the reported event is unknown, but customer induced damage was noted to the air detector. Preventively, the damaged air detector will need to be replaced. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown.